Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient's mother stated the cgm was displaying lows in the 60's and the 50's, all the way down to 45 mg/dl. The patient kept eating carbs to make up for it and after eating a 3rd or 4th carbohydrate, his cgm values were still not going up and he did not have any insulin for many hours. The patient's mother had him test his bg on his meter to confirm, and he was at 600 mg/dl while the dexcom was showing 50 mg/dl. At this time, he was not feeling well and had moderate ketones because his bg was too high. He was given 27 units of novolog and his bg went down to the 400-500's mg/dl after treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.